Manufacturer narrative:
D10 concomitant products: 176657 - 176657 endoclip ii ml 10 appli, lot# j3g3176ny unknown egia su - unknown endo gia sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the clip applier did not fire. The same issue occurred on the stapler. To resolve the issue, new clip applier and stapler of the same type were used. There was no patient injury.